Event description:
Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data has been received for investigation. A follow-up report will be submitted upon completion of data investigation. No injury or medical intervention was reported.